Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the sample was not returned for evaluation; however two photos were provided and reviewed. The photo review confirmed that the reported kinks were present in the extension legs. Therefore, the investigation is confirmed for the reported catheter kink. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential contributing factors include repeated clamping in the same location, excessive force, mechanical damage and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during catheter placement both lumens were collapsed at the level of the clamps. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during catheter placement both lumens were collapsed at the level of the clamps. The catheter was removed and a new device was placed. There was no reported patient injury.